Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the knot would not advance. A second proglide device was used and a cuff miss occurred. A third proglide device was used and an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. In this case, without a specific reported failure mode, a possible cause could not be determined and the reported event could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence is not known. The estimated date was entered as (B)(6) 2014. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced, are being filed under separate medwatch MFR numbers.